Manufacturer narrative:
Motor error alarm noted during basic occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to complete testing due to prime anomaly. Device received with scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer had been having high blood glucose for over a month. Customer's blood glucose was over 500 mg/dl. Customer had replaced sets and done troubleshooting. Customer was on manual insulin injections at time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.